Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device had a balloon burst. The nurse inflated 10cc of sterile water for testing. After the testing, the nurse placed the device and inflated 10cc of sterile water again. The device slipped out from the patient. The nurse checked the device and found that the balloon broke. No other adverse patient effects were reported.

Manufacturer narrative:
According to the information received, intermediate lot number was 8676840, we can define that the defect product was with item number aa63141002 lot number 9067761. After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9067761. Checking the quality databases revealed one corrective and preventive action and one non-conformity: - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for inflation/deflation issue on folysil catheters is specifically monitored. - (B)(4) " issue on valves" opened with our supplier. The defect was accepted by our supplier and some actions have been done. We received one used sample. After desinfection and according to the complaint description, balloon was burst without missing part.

Event description:
According to available information, this device had a balloon burst. The nurse inflated 10cc of sterile water for testing. After the testing, the nurse placed the device and inflated 10cc of sterile water again. The device slipped out from the patient. The nurse checked the device and found that the balloon broke. No other adverse patient effects were reported.